Manufacturer narrative:
The reported generator (ipg) communication issue was confirmed. Analysis of the returned ipg found the device was functional but would not communicate using the bluetooth option. The root cause of the reported issue was determined to be due to degradation in the bluetooth (ble) circuitry. This failure mode is consistent with the crystal (y201) inside the oscillator causing the broadcast frequencies to be out of tolerance.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient's implantable pulse generator (ipg) would not communicate with their patient controller or clinician programmer. Patient underwent surgery on (B)(6) 2020 wherein their ipg was replaced. Patient is stable.